Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: investigation flow: damage. Visual inspection: the 5 mm hex flexible screwdriver (part #: 03.037.028, lot # 9538380) was received at us cq. Upon visual inspection, it was observed that the screwdriver was cracked on the laser cut teeth segment on the shaft. The shaft was not completely broken into 2 pieces. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Document/specification review: based on the date of manufacture, all relevant drawings are reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device received was cracked. Hence confirming the allegation. Conclusion: the complaint was confirmed for the 5 mm hex flexible screwdriver (part #: 03.037.028, lot # 9538380) as the shaft of the device was cracked and not completely broken. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.037.028, lot: 9538380, manufacturing site: hägendorf, release to warehouse date: sep. 29, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent an open reduction internal fixation (orif) of the right femur. During the procedure a hexagonal flexible screwdriver broke at the base of the driver upon tightening of the helical blade locking mechanism. There were no fragments generated from the broken device. The procedure was successfully completed with no surgical delay. There was no patient consequence. Concomitant devices: unknown nail (part# unknown, lot# unknown, quantity# 1), unknown helical blade (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).